Event description:
It was reported that an ilet user experienced intermittent communication between the ilet and a dexcom g7 sensor, leading to a dosing-stops-soon alert and signal loss to the ilet; support guided the user to toggle between g6 and g7 and re-pair the g7, after which glucose values resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.